Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula did not deploy. No adverse patient impact was reported.

Manufacturer narrative:
Correction to section d: d1: brand name from: omnipod dash insulin management system to: omnipod dash, pods 10-pack. D4: model # from: 18325 to: pt-000029. D4: lot # from pd1u07172321 to pd1u07172332. D4: catalog # from: ble-p1-525 to: pod-ble-c1-529. D4: primary UDI number from: (B)(4) to: (B)(4).